Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented for pre-discharge check. The atrial lead exhibited abnormal/out of normal limits parameters. Atrial lead was found to be dislodged. X-ray confirmed lead dislodgement. The lead was extracted and replaced successfully on (B)(6) 2017. Patient was stable prior, during, and after the procedure.